Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose was unknown mg/dl. The customer was offered to transfer to helpline but she declined. The customer stated that the vibration sounded like it was back to normal.